Event description:
Pt called legal dept to report that the 10 year old hip cup/liner was revised following two years of pain and limping. Poly was discovered to be broken and implants were nearly metal on metal.